Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: unknown; upn: unknown; model: unknown; serial: (B)(4); batch: 7073644. Brand name: unknown; upn: unknown; model: unknown; serial: (B)(4); batch: 7076277.

Event description:
It was reported that the clinical study patient underwent an explant procedure of the spinal cord stimulation scs system due to discomfort. No further issues have been reported.

Event description:
It was reported that the clinical study patient underwent an explant procedure of the spinal cord stimulation scs system due to discomfort. No further issues have been reported. Additional information was received that the patient underwent an explant procedure of the scs system due to inadequate pain relief.